Event description:
It was reported that, "pts femoral stem was loose. The doctor removed the stem and replaced it with a restoration cone conical stem."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer as pt had requested explants. If additional info becomes available then it will be submitted in a supplemental report.